Event description:
Per complaint# (B)(4), complainant reports a device malfunction for vendor part, nouvag implant machine md11, in which the drill got stuck in the handpiece. There was no patient impact reported. F the device was defective to cause the event described in the complaint, in worse case scenario, if the clinician did not have any other handpiece he would have to stop surgery and do another procedure later.